Event description:
This report summarizes 1 malfunction event, where it was reported the device experienced mattress slides off litter and false engagement of handle in the upright or horizontal position. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was functionally/visually inspected in the field. The device was repaired and returned to use. There was no remedial action taken. This device is not labeled for single use.